Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the battery being placed low in the hip was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was having problems with her ins and she met with a manufacturer¿s representative (rep) and her pain management doctor in (B)(6) 2019. The patient reported that the rep told her that her ins was located in the wrong location and she was ¿practically sitting in her ins.¿ the rep recommended the patient relocate her ins closer to her rib cage. The patient had a new ins implanted on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative and patient indicated that they had tenderness at their battery site. It was noted that there was no problem with the system, but that the ins was placed low in the patient¿s hip. Therefore, the patient had tenderness from sitting on the ins. A surgical intervention is planned to revise the pocket, but has not yet been scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient reported that the ins is flipping in the pocket. No trauma/falls reported that could be related to the event. The patient stated that first time it flipped was "about a year ago" and the second time was "about a month ago¿. The patient noted that they had met with a manufacturer representative about this issue about a year ago. The patient stated that she had a doctor¿s appointment on (B)(6) 2019. Additional information was received from the patient on july 23rd. The patient reported that the circumstances that led to the ins flipping in the pocket were it was put in the wrong location in her back from the beginning. The steps taken to resolve the ins flipping in the pocket was that a referral was sent to have surgery to move it to the correct location in their back because they are sitting on the stimulator. Additional information was received from the manufacturer representative (rep) on july 24th. The rep reported that he spoke with the healthcare provider (hcp) and she is referring this patient to a neuro surgeon for a possible battery pocket revision. The battery had been placed in her hip and she wanted his input on moving the battery to her lower flank area. Additional information was received from the manufacturer representative (rep) on july 25th. The rep reported that it did not appear that her battery had flipped. It appeared that the battery pocket was much lower into the hip than they typically see, therefore the pressure point of her sitting on it has caused her issues. The healthcare provider (hcp) will be meeting with the patient about repositioning the battery pocket to higher into her right flank. No further complications were anticipated/reported.